Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3612swc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months and 20 days after implantation. The patient has no significant medical history. The patient has recovered without complications.